Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call, that the customer received excessive no delivery alarms, as well as air bubbles to the reservoir. Customer reported blood glucose levels that rose to 530mg/dl and 439mg/dl and declined to 43mg/dl. Troubleshooting occurred. No significant event leading up to the incident was mentioned.